Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced a shocking or jolting sensation, and the device showed high impedances when measured. It was stated the patient was having intermittent stimulation, and "tightness and surging of stimulation" in the pocket area. The patient was scheduled for a lead revision, and possibly a battery replacement due to the age of the patient's battery. As of this report, no surgery had taken place, and the patient was keeping the system turned off. Additional information has been requested, a follow-up report will be sent if additional information becomes available.